Event description:
Information was received from a manufacturer representative regarding a driver and awl used for spinal therapy. It was reported that the driver and awl was broken. It is still unknown whether the patient involved or not. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is not known. D1, d4: product identifiers are unknown. G4: product identifiers are unknown. Hence, 510k is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.